Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited false premature battery depletion. On (B)(6) 2016, the device was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly analog ic u1 chip anomaly which resulted in high current drain. The damage found likely contributed to the reported anomaly.